Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited image interference and crystallization inside the control unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, most probable cause of the malfunction image interference was traced to component failure. Based on the results of the investigation, it is likely the most probable cause of the malfunction crystallization inside the control unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.